Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue is unk.

Event description:
Customer reported that the device continued going through the "re-boot" cycle for approximately ten minutes before shutting down. The issue was reported to occur both on both ac and dc power. There was no report of pt involvement with incident.